Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6(b), h6.

Event description:
Healthcare professional reported right side rupture. The device was confirmed to be intact upon explant. There is no complaint against the device.

Event description:
Physician reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.